Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug-eluting stent to treat a lesion. The patient underwent a coronary angiography under local anesthesia and the intraoperative imaging showed vascular stenosis. It was decided to perform percutaneous coronary stenting. A medtronic guide catheter guided the guidewire and balloon into place, and after the balloon dilatation, the 3.5 x 30 mm resolute integrity stent was ready to be implanted. The device was inspected before use with no issues noted. Resistance was noted when advancing the device to the lesion. Excessive force was not used. The device did not pass through a previously deployed stent. It was reported that resistance was encountered when entering the patients blood vessels. It was difficult to advance the stent at the lesion. Burrs were found on the stent after it was pulled out of the patient. The stent was replaced with another stent and the operation was successfully completed. There was no problem noted with the balloon, guidewire and guide catheter used during the procedure. No patient injury/harm was reported. It was stated that the patient had good signs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.